Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that bio ID failed intermittently. A field service engineer (fse) cleaned a film from the bio ID reader, which temporarily restored functionality; however, intermittent issues persisted. The fse then replaced the bio ID unit to resolve the problem. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es heart cv2 biometric identifier failed, with frequent unsuccessful fingerprint readings when attempting to log in to device. The user confirmed that reboot attempts were unsuccessful and that driver updates also failed. However, there were no delays, adverse events or injuries reported based on this event.